Event description:
It was reported that the patient presented for a follow-up in clinic. The pacemaker was failing to interrogate and had no radio-frequency (rf) telemetry. Programming changes were made. The patient was in stable condition.